Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, remote manager was not recoverable and caused the station to freeze. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failing because it was not registering as closed. A field service engineer (fse) inspected the connections, detached the latch, cleaned the switches, applied lubricant, and reattached the latch to the remote manager, yet the problem continued. The fse then completely replaced the latch, lubricated the new one, but the issue remained unresolved. Ultimately, the fse shut down the station, replaced the controller board, restarted the station, and configured the new controller board to fix the issue. The system functioned as intended after the field service engineer repaired the device.